Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition occurred. The device's oxygen blending module board needs replaced to address the issue. During evaluation, the device failed a step during testing. The device's blower bellows need replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to the solenoid valve being stuck open.